Event description:
It was reported that body mount fractured inside the implant. Impossible to remove it. The implant has been removed with an irt but it got stuck inside the implant. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4); a4: patient weight unknown / not provided; e1: last name unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) and one (1) irt, (tool implant removal scr type imp) for evaluation. A visual evaluation was performed, signs of use was identified; the mount was fractured at the hex. Unable to determine if hex piece was returned. The irt was stuck inside the implant and could not be removed. This complaint refers to the tsv4b10. DHR review was completed for the subject lot number 1260964. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1260964 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : mount.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician does not follow recommended protocol for implant placement and final seating (e.g. Tool inserted incorrectly, tool selection, tool not fully engaged). Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.